Event description:
It was reported that the patient had a brain tumor and hemorrhage in the frontal lobe near the distal end of the lead on the left side. The healthcare provider (hcp) stated that he may need to cut the lead to remove the brain portion of the lead. There were no plans on removing the extension, implantable neurostimulator (ins), or any part of the right side lead. At the time of the report the hcp was en-route to assess the situation and perform surgery. It was not specified if the issue was device related and no patient outcome was reported, so additional information was requested. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
Product ID 37602, serial# (B)(4), implanted: 2012 (B)(6); product type implantable neurostimulator product ID 3387-40, lot# j0220057v, implanted: 2002 (B)(6); product type lead product ID 748240, serial# (B)(4), implanted: 2002 (B)(6); product type extension product ID 3387-40, lot# j0220052v, implanted: 2002 (B)(6); product type lead product ID 748240, serial# (B)(4), implanted: 2002 (B)(6); product type extension (B)(4)